Event description:
It was reported that during cleaning between cases at the user facility that metal shavings were coming out of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The repair technician was unable to observe metal shavings from the device; escalated to diagnostic engineer for further evaluation. The engineer disassembled the device and did not find any failure modes with the device. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during cleaning between cases at the user facility that metal shavings were coming out of the device. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.